Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet indicated a low glucose value of 57 mg/dl and the user experienced a hypoglycemic event, with device data showing approximately 45 minutes below range; the user¿s household initially believed a large insulin dose had occurred, and the low was treated with oral glucose tablets with subsequent recovery. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included review of available device data and user interview, along with attempted case data entry that produced a system error in the reporting tool. Investigation of this case revealed no confirmed device malfunction and no confirmed incorrect insulin delivery; the event was consistent with hypoglycemia of unclear cause, and the ilet provided a low alert as designed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.